Event description:
It was reported that when using the bd pyxis¿ anesthesia station es upload and download times were not updated to the latest. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the upload and download time was not updating as latest. A technical support specialist (tss) dialed into station and proceeded with manual recovery to fix the upload error. The system functioned as intended after the technical support specialist troubleshot the device.